Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, no air / water was fed due to the clogging of the nozzle. The device evaluation found that the nozzle was clogged by a foreign material. Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the air / water cylinder had no color, the suction cylinder had no color, a b30 scope communication error occurred due to corrosion on the plug unit, the distal end had a dent, the adhesive around the light guide lens had a crack, the connecting tube had buckling, and the universal cord coating was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a working channel issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.